Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation, and the physical device evaluation has been completed. The device was not sent out for additional microbiological testing. The issue was not confirmed, as the scope was not microbiologically tested by olympus. The device evaluation found the following: the insulation resistance value at the distal end did not meet the standard value due to a chip on the plastic distal end cover, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the adhesive on the bending section cover had wear, and the light guide tube had wrinkles. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii gastrointestinal videoscope tested positive on (B)(6), 2023, for 1 - 10 colony forming units (cfus) of an unspecified microorganism, it was not specified which channels were sampled. The device was sampled again on (B)(6), 2023 and tested positive for 1 - 50 cfus of an unspecified microorganism, it was not specified which channels were sampled. The device was sampled again on (B)(6), 2023 and tested positive for 1 - 50 cfus of an unspecified microorganism, the suction channel was sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.